Manufacturer narrative:
One device was returned for repair. There were no records to be review in service history. Event history showed error code 41622 alarm, confirming complaint. This code is related to motor time out issue. Upon further inspection. Found some debris in the motor gears, and defective optic switch. Cleaned the motor gears and replaced optic switch. Device passed all testing after repairs.

Event description:
It was reported that the device exhibited error code 41622. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.